Event description:
It was reported that the ilet user experienced hyperglycemia after a cartridge and tubing change, with the pump displaying ¿no delivery¿ followed by ¿resume delivery,¿ and insulin odor detected at the infusion site. The caregiver replaced the infusion set, filled the tubing, resumed delivery, and later disconnected the ilet and administered a subcutaneous insulin pen dose as a manual correction. Symptoms included hyperglycemia peaking at 468 mg/dl confirmed by cgm and fingerstick. Outcomes included correction with manual insulin, hydration guidance, frequent glucose monitoring, ketone vigilance, and subsequent return of glucose to range after a successful site change. Investigation included guided troubleshooting and user re-education on infusion set replacement and priming. Investigation of this case revealed a suspected infusion site or delivery issue consistent with a suspected leak or incomplete delivery prior to set replacement, with no occlusion alerts reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.